Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, d9, g3, h2, h4, h6 and h11. Complaint sample was evaluated, and the reported event was confirmed. An investigation was conducted on the returned elevator. The elevator shows signs of multiple uses including heavy marking and scratching on the elevator surface. Further inspection shows the tip of the elevator has fractured. The fractured tip was not returned. The complaint is confirmed. A determination cannot be made as to what caused the tip to fracture. Supplier DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the elevator fractured during an unknown procedure. There were no consequences or impact to the patient. Attempts have been made, and no further information has been provided.